Event description:
Pt was having embolization procedure for uterine fibroids. Tip of guide wire with diameter 0.014" fractured and lodged in a small internal iliac artery branch. Continued blood flow was visible around and beyond the fragment. Unable to retrieve.